Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Based on the information provided, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the staff hooked the outflow and set the pressure to 35. They then drained the line and hooked the trocar and started the pump. The pressure went from 35 to 100 and overly inflated the patient's knee in a matter of seconds. They unhooked and re-hooked and the same event occurred. The patient knee became overly inflated again and surgeon inserted a trocar cannula to drain the knee. Case: knee scope. Follow-up investigation: the scope was in and everything was hooked up and pump pressure was set at 35. Surgeon pushed button to start pump and rapidly the patient's knee was infused with approximately 1000 cc's of fluid. Pump setting remained at 35 while this was occurring. Pushing controls did not stop infusion so surgeon immediately disconnected. Surgeon inserted a trocar cannula and manually pushed on the patient's knee to remove the excess fluid. The outflow was not occluded. Another back up pump was then used to complete the case. No extended patient stay.